Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. She stated that the insulin pump started to make a loud noise, so she removed and reinserted the battery, and now it buzzed/vibrated. She stated that the insulin pump began screeching like an alarm, and when she looked at the screen, the time showed 12 and she could not access anything. The screen went blank thereafter. She reported that the screen looked as if it had been exposed to moisture and had an internal crack. She stated that there looked to be small bubble in the insulin pump. No damage or corrosion was noted at the battery cap, battery compartment or battery spring. Upon changing the battery, she stated that the display did not return. She noted that her blood glucose was high earlier but did not know the most recent blood glucose reading. She was advised to discontinue use of the insulin pump, revert to a back-up plan, and replace the insulin pump. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. No vibration anomaly, display anomaly or audio anomaly was noted. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked display window.